Event description:
It was reported that the user experienced loss of continuous glucose monitoring data on the ilet from a dexcom g7 sensor, with no dexcom app or receiver in use, and support guided the user to toggle the cgm model selection and re-enter the 4-digit pairing code to re-establish connection. Symptoms included a lapse in cgm data visible on the ilet. Outcomes included temporary disruption of cgm data display on the ilet without injury or medical intervention. Investigation included guided troubleshooting and education to confirm correct cgm model selection and re-pairing using the provided code. Investigation of this case revealed that the event was consistent with cgm-to-ilet communication interruption and was addressed by re-pairing, indicating a pairing or connectivity issue without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related and resolved through standard troubleshooting.